Manufacturer narrative:
A distributor field service engineer (fse) visited the customer to address the reported event. During evaluation, the fse found a loose ground cable from level sensing pcb. The fse verified and properly installed all cables correctly. The fse also performed adjustments to sample level sense, aspiration position, clog voltage and hand touch ad of the analyzer. The fse successfully completed qc run. No further action required by the fse. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints identified during the search period. The aia-360 operator's manual under chapter 7-2: list of flags states the following: mf: a flag is attached due to an abnormality occurring during sample dispensing. Operation continues but a return failure disables the assay. The most probable cause of the reported event was due to loose connection of the level sensing pcb board.

Event description:
A customer reported to the distributor getting mechanical failure (mf) error flag during quality control (qc) run with the aia-360 instrument. A distributor field service engineer was dispatched to address the reported event, which resulted in a delay of progesterone (prog ii) andcardiac troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.